Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, upon removal of a 6/7f mynx control vascular closure device (vcd) the device, the sealant was found to have come out with it, and hemostasis was not achieved. There was no reported patient injury. The device was being used for hemostasis during a percutaneous transluminal angioplasty. The device is being returned for evaluation.

Manufacturer narrative:
As reported, upon removal of a 6f/7f mynx control vascular closure device (vcd) the device, the sealant was found to have come out with it, and hemostasis was not achieved. There was no reported patient injury. The device was being used for hemostasis during a percutaneous transluminal angioplasty (pta). Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were fully depressed. The stopcock was in the open position, and the syringe was not returned for evaluation. The sealant was not returned, and the sealant sleeves exhibited no visible abnormalities. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The balloon was retracted, the core wire was present, and the atraumatic tip showed no signs of damage or irregularity. No additional anomalies were observed during the visual analysis. A simulated deployment test could not be performed, as the unit was received in a fully deployed state with both buttons fully depressed, preventing functional testing of the deployment sequence. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.